Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A therapy fluid occlusion alarm occurred at the beginning of a routine hemodialysis treatment, which could not be resolved. The operator indicated that the therapy fluid line was caught in the door. Problems with the patient's access prevented rinseback from being completed, resulting in an estimated blood loss of 95cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to problems with the patient's access. The alarm was attribute to the therapy fluid line being caught in the door of the unit. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the event. Nxstage medical considers this report closed. No additional information will be provided.